Event description:
It was reported that the tc201 and tc301 showed no image during procedure. The procedure was completed successfully and the surgical prolongation was less than 15 minutes. No negative impact in state of health reported. Cross reference MDR: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: complaint not verified - the issues were isolated to the customer's tc301us. The customer returned a tc201us and tc301us, with complaints and both devices were tested together. A functional test confirmed the customer's complaint and isolated the issue to the tc301us. Troubleshooting isolated a short between p3v3b and gnd on the tc301us motherboard, which prevented the device from displaying an image. Using the infrared camera, the following p3v3b components showed evidence of being internally shorted: u20, u22, u23, u21, and u19. After the components listed above were removed, the short was no longer detected with the dmm. To prevent latent failures, a tc301us motherboard replacement is needed to address the customer's complaint. Additionally, the camera receptacle had contamination. The customer should review their handling sterilization methods to ensure they are following approved karl storz protocols. No issues were detected with the tc201us. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).